Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Left knee revised due to alleged component loosening.

Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). The event was reported under MFR #0002249697-2015-00252.

Event description:
Left knee revised due to alleged component loosening. Update: this event has been identified as a duplicate of (B)(4). The event was reported under MFR #0002249697-2015-00252.